Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient had a short landing zone of 1 cm. It was reported after the implantation of two stent grafts there was an unknown endoleak either a type I endoleak or type ii endoleak coming from the area of the subclavian. The covered left subclavian was coiled however the endoleak persisted. The physician elected to model the stent grafts with a balloon (distal to proximal) but the endoleak persisted and it was determined to be a type 1 endoleak. A second proximal main stent graft was added; (MFR report# 2953200-2009-00995) however, the endoleak did not resolve. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) evaluation results: (endoleak), (short landing zone). Evaluation conclusion: tortuous thoracic aorta.